Event description:
It was reported that the drug was ¿not leaving the pump.¿ the patient outcome was unknown. The pump was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implant: (B)(6) 2010, product type: catheter. (B)(4).